Event description:
It was reported that during a device upgrade procedure, the atrial lead was capped and replaced due to lead age and borderline p waves. It was further reported, the p waves had been diminished for years. No atrial undersensing was noted at programmed sensitivity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0125 lead implanted: 1998 (B)(6). (B)(4).